Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to damage during use, as misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci assisted surgical procedure that the 8mm prograsp forceps instrument jaws were loose and did not close all the way. The procedure was completed with no reported injury.